Manufacturer narrative:
User facility reported incident - manufacturer is reporting as well. Incident happened after the case was ended according to the user facility - incident did not happen while surgery was taking place. No known impact or consequence to patient. Results: (B)(4): foreign material contamination. (B)(4): device contamination with blood or blood product. Device was evaluated upon receipt, device did not show signs of malfunction, device did however have debris embedded in screw threads. Other devices in stock of same part number were evaluated, no signs of loosening or striped threads. Devices in stock were visually inspected.

Event description:
User facility reported this issue ((B)(4)) (B)(6). Event: towards the end of the case, the surgical technologist was cleaning a cobb elevator that had been used throughout the case and he discovered that the working end of the cobb was loose from the handle end. He noticed there was "residue" inside the threading where the pieces come together. We are not sure if this is from our patient or a previous patient. The cobb was passed off the field, however it had already been used. What was the original intended procedure: complex right total hip arthroplasty, bone grafting of the acetabulum. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).